Manufacturer narrative:
Once inogen has completed the investigation of the device, a follow-up report will be filed.

Event description:
It was reported that the patient was out with her husband when her unit allegedly stopped working and she was taken to the hospital. Inogen has requested medical records of the patient. It has been stated that at the time of the event, the unit was powered by battery and was in the bag with proper ventilation. The caller stated that the device alarmed, but was unsure of the alarm type. Inogen requested that the device be returned. At the time of this report, the device has been received and is pending investigation.